Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Review of the pump data by tandem customer technical support (cts) showed the pump shut off at 55% battery life. When the pump was connected to a power source and turned back on the battery gauge displayed 5%. The pump data logs showed the last charge was 8 days prior to the report. However, the customer stated that they connect the pump to a power source every evening. There was no reported impact to the customers blood glucose level as they had not tested at the time of the report. Reportedly, the customer will continue to use the pump for insulin therapy.